Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency coronary treatment procedure. The procedure was completed as planned, the issue was intermittent and did not impact the procedure. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting found a "grid not available" error message on the data monitor. The fse determined that the x-ray tube was damaged. The fse replaced the x-ray tube. The tube was returned for failure analysis. Failure analysis found a melted focal track. An overstressed focal track could cause field emission which in turn could lead to a higher grid switch leak current. A higher grid switch leak current was also confirmed. The dismantled grid switch was also analyzed for physical defects, but none could be confirmed. However, grid switch failures are a known wear and tear failure of an x-ray tube at the end of its lifetime. After the tube was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.